Event description:
The customer reported via phone call that she needed help adjusting the insulin pump's settings. Blood glucose level at the time of the incident was 448 mg/dl, which the customer treated with a manual injection. The customer also reported receiving a sensor end alert. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.